Event description:
Per letter: hemorrhaging, went to ER, gynecologist found older laceration that had torn a blood vessel inside vagina, and new laceration that was causing bleeding. Surgeon sutured and releases pt. Gynecologist found on 1/5/98 that pt was hemorrhaging from uterus post-surgery. Pt claims only vaginal product used is instead, asking for med reimbursement for bills and lost wages.